Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9 - device available for evaluation: updated to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 190cm ht bmw universal ii guide wire, the distal part was noted broken at connection before being used, but remained in one piece. Another abbott device was used to complete the procedure. There was no reported device use or patient involvement, and there was no clinically significant delay in the procedure. No additional information was provided.